Event description:
A slip w/the mayfield skull clamp was reported. There was patient injury and revision/med intervention was required. There was no surgical delay. Additional info was requested an on 17 jul 2015, the following was provided. Date of the event was on (B)(6) 2015. Mayfield skull pins were used (prod ID and lot number were unknown). No further info was available.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Integra completed its internal investigation 07/21/2014. Method: DHR review, review of complaint management database for similar complaints. Visual examination. Results: the device was manufactured on 03/31/2015. Service history: date of service (B)(6) 2009. Reason for service: it was just in for repair but we need to check it out and make sure it's not the clamp's problem. Patient nose sustained injury/ follow up additional details/complaint. Date of service (B)(6) 2009. Reason for service: hospital has had 2 lacerations, this unit did come in contact with the patient, they think it may be a problem with the reusable skull pins. Date of service (B)(6) 2005. Reason for service: remove excessive movement between the skull clamp halves. (B)(4). Complaint history reviewed and there have been manufacturing or design related trends identified. Complaint not confirmed, no issues observed. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit would not have slipped. Conclusion: in summary, we are unable to confirm or duplicate the end user's experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2005 and last serviced in 2009.